Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pocket controller screen monitor and alarm lights were not functioning except for the pump running light. The controller was exchanged. Log files capture some periods of pulsatility index events that were considered routine. No alarms have occurred since and patient was stable post controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller¿s user interface not functioning as intended was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The submitted and downloaded log files were reviewed, collectively containing data spanning approximately 1 day (13jun2022 to 14jun2022 per timestamp). The pump maintained a speed above the low speed limit throughout the data, and no atypical events were observed. During preliminary testing of the controller, the controller instantly performed a self-test when connected to known working test equipment. This self-test should not have occurred, as the feature is designed to begin when the battery level button is held for 5 seconds. It was also noted that all visual indicators were operating as intended; however, the three buttons on the user interface were not. Although each of these buttons were able to fully press and depress, they did not consistently perform their respective functions of display menu navigation, alarm silencing, and battery level indication. The controller was still able to operate the pump at a speed above the low speed limit despite the observed issues. The housing of the controller was separated, revealing fluid ingress in the area of the ribbon cable connection between the main printed circuit board and user interface. This ribbon cable was replaced, and the repaired controller then underwent functional inspection and was found to perform as intended. The root cause of the reported event was determined to be fluid ingress damaging the controller¿s interior ribbon cable; however, the root cause of the fluid ingress was unable to be conclusively determined. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 4 ¿living with the heartmate 3¿ provides instruction on how to safely shower while keeping the system components dry. The user is warned that allowing components to get wet may result in pump stoppage. The heartmate 3 patient handbook, section 6 ¿caring for the equipment¿ warns the user to never submerge the driveline, modular connector, system controller, or any other external system components in water or liquid. It also notes that submersion may cause the pump to stop. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.